Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted. This is same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14e18021 and h14d06029. There were no issues detected during the manufacturing processes associated with the reported issue. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with bactrim orally (dosage and frequency not reported), intravenous (IV) gentamycin (dosage and frequency not reported) and IV tobramycin (dosage and frequency not reported). At the time of this report, the patient had not yet recovered from the peritonitis. Peritoneal dialysis therapy was ongoing. Additional information was requested but was not available at this time. This is report 1 of 4 involved in this event.